Manufacturer narrative:
(B)(4).

Event description:
Information received from the consumer reported that they did not use the stimulation from their implantable neurostimulator due to surgical pain. They turned the stimulation on later but stated that they did not receive adequate training on how to use the therapy as it was intended and requested additional training on using the programmer unit. The patient believed the device therapy was not helping. It was also reported that after a while the stimulation turned off by itself and it was noted that "it does that". The stimulation therapy was for the patient's waist and side of their legs. The ins was on at the time of report. The patient was not willing to provide any further information or was willing to troubleshoot at the report but did request an appointment be made with the manufacturer's representative. The indications for the implanted device were noted as spinal pain and failed back surgery syndrome. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.